Manufacturer narrative:
Product analysis #702960596:analysis information -- 2019-04-26 09:24:48 cst pli# 20 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. Concomitant medical products: product ID neu_unknown_cath product type catheter product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2010 product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2010 product type catheter. Analysis of the catheter (n239032006, n241280006, and an unknown segment) identified no significant anomalies. Analysis of the pump identified no significant anomalies. Evaluation result code 3221 and method code 4114 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8598a , serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a full pump and catheter replacement. At the time of the replacement the expected volume was 26.2ml and the actual volume was 26.2ml. The pump would be sent for analysis. A segment of the old catheter was removed and will be sent in for analysis. The other segment was left in the patient and tied off. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 06-jan-2012, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 25-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The hcp reported that the patient will have both a catheter and pump replacement. The reason for the replacement was due to volume discrepancies over time. No dates or reasons were given for these discrepancies. The issue was not resolved at the time of the report. The replacement was scheduled for (B)(6) 2019. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.